Event description:
It was reported that a 2.5x15 mm rx trek dilatation balloon was used for pre-dilatation of the moderately calcified, eccentric lesion in the distal right coronary artery; however, the balloon ruptured at 2 to 3 atmospheres during the first inflation. The vessel diameter was 2.5 mm and the vessel length was 15 mm. The balloon was exchanged for a 2.5x15 mm non-abbott dilatation balloon for predilatation, and after deployment of a 2.5x23 mm xience v, the procedure was completed successfully. There was no adverse patient effect caused by the device and no report of a significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additoinal relevant information.

Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors such as balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. Additional information was requested from the account to verify if the device was prepared according to the instructions for use (IFU), however, no additional information was available. As there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. The lesion was also moderately calcified and may have contributed to the reported complaint. It is possible that the balloon interacted with the calcified lesion upon inflation attempt such that it became damaged (scratched) and ruptured as a result, although this cannot be confirmed. Based on the information provided and without the product to examine, a definitive cause for the reported balloon rupture could not be determined. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure (rbp) and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material record issues with this lot, indicating all lot release testing met specification. In summary, based on the investigation, there is no evidence to suggest a potential product deficiency.